Event description:
The customer received questionable estradiol results for two patient samples. After the result for the first sample was questioned, the customer repeated testing for all samples with results between 1000 ng/l and 4300 ng/l. Of the data provided, only the results for one sample were discrepant. The initial result was 1852 ng/l and the repeat results were 148.1 ng/l and 152.2 ng/l. The estradiol reagent lot number was 179169. The expiration date was requested, but was not provided. Information concerning which result was reported outside the laboratory and if any patient was adversely affected was requested, but was not provided.

Manufacturer narrative:
A specific root cause could not be identified. Additional information for further investigation was requested but was not provided. Based on the provided calibration and qc data, a general reagent issue was not evident.

Manufacturer narrative:
This event occurred in (B)(6).

Manufacturer narrative:
Due to the event, there was an interruption to the in vitro fertilization protocol. The patient was not adversely affected.